Event description:
It was reported that the patient presented in clinic with pocket infection. The whole system including the pacemaker was explanted and the replacement device was implanted later on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in clinic with pocket infection and pocket erosion. The whole system including the pacemaker was explanted and the replacement device was implanted later on (B)(6) 2022. Patient condition was stable.